Manufacturer narrative:
(B)(4). Set screw locations within construct unknown. Microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading. Set screw center protrusion deformation height (@ center) found to be significantly shorter (more deformed) than bench comparison sample. As break-off set screws are used to reduce variation with respect to final tightening torque, this suggests that pre-loading may have been a factor in protrusion deformation. The identified preloading is consistent with the rod having an upward cantilever force, which is considered common in cases utilizing longer rods. Mas crown surface wear provides evidence of full seating of the rod at final tightening. Atypical angulated portion of protrusion suggests patient falls may have contributed to set screw back-out. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior l2 to pelvis surgical procedure. 2 months post-op, the patient had an infection and underwent a wash out. During the wash out it was found that the set screw had pulled out of the bone screw and another was loose. The set screws were explanted and replaced with new screws. No additional patient complications were reported.